Event description:
An end user called in and stated she noted an area with redness, itching and burning, approximately two (2) inches below her stoma.

Manufacturer narrative:
Based on the available info this event is deemed a serious injury. The end user stated she had some stool on the skin while trying other products. The end user stated she is using stomahesive paste. The end user also was educated on skin care and the usage of stomahesive powder and allkare protective barrier wipes. No additional patient/event details have been provided to date. Should additional info become available a follow-up report will be submitted. A return sample for evaluation is not expected.